Event description:
The customer's husband reported they contacted abbott diabetes care customer service for a replacement meter in 2007. According to the customer's husband we sent the customer incompatible strips with their meter and that the customer received inaccurate readings. However, it is unknown what readings the customer received. In addition, the customer adjusted her insulin dose which led to a hypoglycemic event. The customer was transported to a hospital by the paramedics. It is unknown what emergent treatment was given by the paramedics or the hospital. Additionally, the customer's husband reported that the customer had an abortion during her first trimester. However, it is unknown if the hypoglycemic event and the abortion are related. No further info is available.

Manufacturer narrative:
Abbott diabetes care (adc) received this complaint on 07/09/08 and a review was conducted of the customer's past call history with adc. It was discovered that on: 2007 - customer reported an issue with their precision qid meter and requested a new precision xtra meter. Precision xtra meter was not available so we sent the customer the following products: freestyle freedom meter, freestyle test strips, freestyle lancets, precision test strips, and a coupon for a precision xtra meter. The following month - customer called adc customer service for training on how to use their freestyle freedom meter and the training was successful. In 2007- customer called adc customer service requesting additional freestyle test strips and a coupon for a precision xtra meter. During all 3 phone conversations with adc customer service, there was no injury or third party medical intervention reported. Note: the claim that the reported meter and test strips are incompatible is not substantiated. Test strip lot 0720221 is designed to work appropriately with meter. If the products are returned, an investigation will be conducted and a follow-up report will be filed once investigation results are available.